Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, right atrial (ra) lead damage was suspected, as the stylet could not be advanced through the lumen of the ra lead. The physician elected to replace the ra lead during the procedure. The patient had no adverse consequences.

Manufacturer narrative:
The reported events of damage and failure to advance stylet into the lead were not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray inspections found no anomalies. Electrical testing was normal. A stylet could be fully inserted into the lead without any difficulty.